Manufacturer narrative:
Pump passed displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/a33 test. Motor passed motor test. No motor error alarm. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip. Pump received with cracked reservoir tube.

Event description:
Customer reported that the insulin pump returned a motor error alarm. Blood glucose level was not provided. No further information was provided.